Event description:
On 7/16/90 an aus device was implanted. Sometime in 1996 the cuff was removed. On 3/10/97 the remaining components were removed from the pt and a new aus device implanted due to previous erosion due to foley catheter placement during an unrelated surgical procedure/subsequent erosion.